Event description:
Information received indicates the foot brake caster is locking in place, but continues to swivel when in brake.

Manufacturer narrative:
The technician replaced the caster to repair the bed.